Event description:
The pt was being fed using a pump. Rptr stated the pt rec'd a bolus delivery on three occasions (involving 3 pumps) with no alarms. No details on the extent of the overdelivery were provided. Following the event, feeding was held for 4 hrs. There was no illness, injury or medical intervention resulting from the event.